Event description:
Pt was revised to address loosening of the femoral and tibial components. Poly wear of the tibial insert and osteolysis noted intraoperatively.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Prod info for the reported components required to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.